Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a button error. The cusotmer had been doing yoga and the insulin pump may have been exposed to sweat. The blood glucose reading was 10 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.